Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to improper use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device was broken. During in-house engineering evaluation, it was determined that the device tip was broken. It was further determined that the device failed pre-test for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.